Event description:
A patient generated positive axsym toxo-m assay index results of 0.618 and 0.662. The sample was then tested at another lab and generated a negative axsym toxo igm index result of 0.320. The same sample tested in the grayzone results area with a different methodology. Results were positive for the toxo igg assay on three different platforms. Avidity testing indicated infection at greater than 4 months. Controls were within specifications on all runs. There is no impact to patient management reported.